Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device via femoral artery of the left lower extremity puncture. During the procedure, there was no water flow in the catheter drainage bag. It was further reported that the tail end of the tubing connected to the recovery window of the fracture spring wire seems to be broken. The procedure was completed using another device.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation the helix was noted broken in the handle window of the catheter indicating the catheter was activated without guidewire present inside. This is a user caused device handling problem. Therefore, the investigation is confirmed for the reported break issue. A clear root cause for this kind of break is use of catheter without guidewire. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure using the rotarex device via femoral artery of the left lower extremity puncture. During the procedure, there was no water flow in the catheter drainage bag. It was further reported that the tail end of the tubing connected to the recovery window of the fracture spring wire seems to be broken. The procedure was completed using another device. There was no reported patient injury.